Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned for analysis.there have been no changes to the manufacturing process related to the reported complaint.the root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) implantation procedure, the patient's iop (intraocular pressure) was increased and the inflammation was strong after surgery. Patient had hyperemia, corneal edema, cells, flare,fibrin and diagnosed with (tass) toxic anterior segment syndrome. The patient started on steroids, antibiotics and (nsaids)non-steroidal anti-inflammatory drugs eye drops and it was ongoing at the time of report. Additional information was received stating that folds in descemet's membrane was observed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).